Manufacturer narrative:
.

Event description:
On (B)(4) 2013 it was reported that the vns patient underwent generator replacement that day due to end of service. Clinic notes dated (B)(6) 2013 indicate that the patient's mother reports an increased number of seizures, 51 this year when there were 20 or 30 in years past. The vns was interrogated and found to be at eos. Clinic notes dated (B)(6) 2011 indicate that the patient had 30 small seizures since the last visit; more than usual seizures. The clinic notes dated november 10, 2010 state that the patient had frequent hospitalizations (3) in (B)(6) for bacterial respiratory infection. The patient had 16 seizures so far that year with a recent increase of 2-3 in (B)(6) 2010. The physician later reported that the increase in seizures have been observed for the past year. The physician further stated that she thinks the increase seizures are due to the device being at end of service and the intervention taken was to replace the vns. Attempts were made for the return of the explanted generator but it has not been returned to the manufacturer for product analysis to date.